Event description:
Had a faulty ICD defiblirator that kept shocking her. Been very humid so has used relief inhaler a lot and oral coticosteroids. Near the candadian fires. Prescriber contact information: (B)(6).